Event description:
Reportedly, the laryngoscope blade extender came off the laryngoscope blade and remained in the pt's throat. The dr performed a tracheotomy to remove the device. The incident allegedly occurred in 2000, but it had not been reported to circon. The circon sales rep became aware of the incident on 10/09/2000 when the dr called pt for info regarding the blade extender.